Event description:
The patient is reportedly experiencing intermittencies with his internal device. It was reported that the patient hit his head in 2007, and it was confirmed that this caused magnet displacement. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Testing of the device shows that the device is functioning. Surgery to reposition the magnet will be scheduled.